Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. The endoscope was not used for the procedure with the foreign material attached. There was no delay in the start of precleaning. No abnormalities in the accessories used in reprocessing. Manual cleaning performed within an hour after the procedure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the image was blurry. It is unknown when the event occurred. There was no report of patient harm. The device was returned to service where evaluation found the connecting tube had foreign material inside. This medwatch is being submitted for the reportable malfunction found at evaluation.

Manufacturer narrative:
The device was returned to service where evaluation confirmed the malfunction, discovered the reportable malfunction and found the universal cord is dented, the universal cord is corrugated, the rubber adhesive is detached, the lens is broken and has scratches, the image is partially dark due to the scratch on the lens, the gap on up/down knob is out of standards due to the worn angle-wire, the image has noise due to the broken closed circuit device unit, the suction cylinder is deformed, the air/water cylinder is deformed, angulation in the up direction is out of standards due to the worn angle-wire:, and the image is blurry. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.